Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Event description:
It was reported that during a lap sigmoidectomy, scissoring occurred. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. When the device was received, the device was fired for functionality by the sales rep and the deployed clip was formed properly.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.